Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.15 on a pt. Sample draw time: 13:45, (B)(6) 2011: see scanned table. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).